Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The patient reported that their implanted neurostimulator battery has been dead for about 3 months because the recharging antenna cord was chewed up recently. Patient said that they haven't been using the therapy because they drive semi and the therapy would keep them up after they used it during the day and they felt like they had electricity run into their body so they were exhausted after using it so they just stopped using it while they were driving and learned to deal with the situation. Now that they are retiring and slowing down they could use it again. Agent attempted to gather date of when cord was damaged and this was not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they will be having surgery next month, patient indicated remote is dead/not working and they'd like to resolve this so implant can be turned off for surgery. Agent reviewed high level overview from original call and that replacement equipment was sent but also implant was dead at that time. Agent reviewed if implant is dead, it would be considered off and if patient has further concerns about implant, to speak with their hcp.